Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance reported on the lot that was initiated for the delamination reject rate percentage during production and resulted in rework. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The charge nurse for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred upon treatment initiation. A blood leak alarm was received from the 2008t machine once blood hit the dialyzer. The licensed practical nurse (lpn) did not visually observe any blood in the arterial hansen. The machine was reset but the blood leak alarm reoccurred. Upon reinspection blood was noted to be flowing into the red hansen. The blood pump was stopped. No blood was returned. The patient's estimated blood loss (ebl) was approximately 250 ml. No serious injury or required medical intervention was reported. The attending charge nurse and physician were notified of the reported event. Treatment was restarted on a different machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: a1, a2, a3, b5, d9, d10, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The charge nurse for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred upon treatment initiation. A blood leak alarm was received from the 2008t machine once blood hit the dialyzer. The licensed practical nurse (lpn) did not visually observe any blood in the arterial hansen. The machine was reset but the blood leak alarm reoccurred. Upon reinspection blood was noted to be flowing into the red hansen. The blood pump was stopped. No blood was returned. The patient's estimated blood loss (ebl) was approximately 250 ml. No serious injury or required medical intervention was reported. The attending charge nurse and physician were notified of the reported event. Treatment was restarted on a different machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The charge nurse for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred upon treatment initiation. A blood leak alarm was received from the (unknown) machine once blood hit the dialyzer. The licensed practical nurse (lpn) did not visually observe any blood in the arterial hansen. The machine was reset but the blood leak alarm reoccurred. Upon reinspection blood was noted to be flowing into the red hansen. The blood pump was stopped. No blood was returned. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The attending charge nurse and physician were notified of the reported event. Treatment was restarted on a different machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation. No additional information was provided.